Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy due to diagnosis of biliary dyskinesia. During the procedure, the device worked fine and with no incident. The surgeon places three clips on the proximal side, and two on the distal side. Post-operatively the patient developed a bio-leak, and was transported to another city for an ercp with stent placement. The patient has fully recovered.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.